Event description:
During coronary femoral angiogram, the perclose device was used to suture the arterotomy site. With attempt to deploy the needles, one did not come out. While trying to withdraw the device the distal hinge point became loose and part of the device remained in the pt's femoral artery. Pt required emergency right femoral artery repair with device removal. Pt's recovery was uneventful. Upon inspection of the device, it was fully intact. However, there was a separation at the distal ring.